Event description:
The piccl broke and migrated to the heart, the catheter was removed at hosp and will be returned for evaluation. Approx 2 inches of the catheter was removed at another hosp and is not known at this time if that portion is available for evaluation.

Event description:
The piccl broke and migrated to the heart, the catheter was removed at east valley hospital and will be returned for evaluation. Approximately 2 inches of the catheter was removed at intercommunity hospital